Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. In addition, it was reported during troubleshooting the pump was reset and the pump time and date became inaccurate. The customer's blood glucose level was 257 mg/dl. Customer reverted to manual injections for insulin therapy.